Manufacturer narrative:
No RMA has been issued for the return of this device. The model and serial number of this wheel chair are unknown. The age and maintenance of this device are unknown. All invacare owner's operator and maintenance manuals for powered wheel chairs provide information on maintaining the wheel chair for optimum performance. It is unknown if the consumer followed these guidelines. It is unknown if the customer attempted to service, customize or alter the device for personal reasons. Invacare states in its labeling "a qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures in the service manual."

Event description:
The consumer was using the bathroom when the whole bottom allegedly slid off, exposing the motors. No injury is alleged.